Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient saw the "replace generator soon" message on their patient controller, indicating that while the device was providing therapy, it was nearing its end of life. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.